Event description:
The pt received his scs sys on (B)(6) 2009. In anticipation of an upcoming heart resynchronization procedure, the pt reportedly turned his scs sys off. During the pt's cardiac resynchronization procedure, the physician defibrillated the pt three times using external defibrillation. After the procedure, the pt reported feeling a tingling sensation all over his body. The pt was admitted to the facility overnight. Additional info obtained during f/u with the pt's facility revealed the pt reported the tingling sensation had subsided by the next day; the pt was discharged with the scs sys intact, but turned off. The scs sys remained turned off until the pt met with his pain physician. Examination of the pt's scs sys by the pt's pain physician revealed the ipg needed to be revised. A revision was scheduled. F/u on the pt found that no further issues have been reported. The ipg was not returned to ans for eval. No additional info is available.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.